Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the device in question. The fse indicated during an evaluation of the system transducer that there was no fault to the transducer. The fse confirmed that the customer incorrect measurement was due to the incorrect position of the transducer on the patient. Reporter phone (B)(6). Reporting institution phone (B)(6).

Event description:
Philips received a complaint on the avalon us transducer indicating the device acquires an incorrect measurement. The device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.